Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system does not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified that the system was stuck 00:00. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not starting. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The fse replaced the flexvision pc and installed the software to resolve the issue. The cause of the flexvision pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of flexvision pc by the fse has resolved the reported issue and restored the functionality of the system.